Manufacturer narrative:
Date of the event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02083. It was reported the patient's leads had migrated. Patient reported of feeling a popping sensation in his back when patient bent down. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Correction: - further follow up finds the patients weight is (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient had their migrated lead repositioned (B)(6) 2020 to resolve the issue.